Event description:
Pt received medical treatment by paramedics for hypoglycemia. Pt has given a correction insulin injection to treat hyperglycemia. Pt was wearing suspect device at the time. Device passed all technical inspections.